Manufacturer narrative:
The reported failures of error codes 32, 201, and 202 are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed from the error code log that there is a system failure (error code 32), the supply voltage is out of range for 10 seconds, due to a power management board failure (error code 201), and the voltage is out of range for 10 seconds, due to a power management board failure (error code 202). Due to error code 32, the sensor board printed circuit assembly (pca) needs to be replaced; due to error code 201, the power management board pca needs to be replaced; and due to error code 202, the system board pca needs to be replaced. Additionally, the service technician noted the rear enclosure has physical damaged, the front case has physical damage, the base enclosure has physical damage, and the cord retainer is missing; all of which need to be replaced to address the issues. The repairs on the device have not been complete due to waiting for customer approval for the repairs. If any additional information is received regarding the repair that changes the outcome of this report, a follow-up report will be filed.